Event description:
It was later reported that, on (B)(6) 2014, a nurse was sent to evaluate the patient. At this time, it was noted that the patient was hallucinating. At the time of an office visit on (B)(6)2014, the patient was feeling a lot better. The patient improved significantly with a 15% dose decrease of prialt. The patient¿s symptoms patient¿s symptoms were related to drug effects of prialt. It was also reported that, per office visit notes from (B)(6) 2014, the patient experienced a new pain process, which appeared to be related to nerve pain in her lower legs. The patient also experienced a lot of burning sensation in her legs, which was associated with swelling and blisters. It was noted that the patient had a history of lyme¿s disease. The patient also had a significant amount of numbness and burning. In addition, she described that it felt like her legs were in a vice. The addition of prialt to the patient¿s pump helped significantly. The patient¿s leg pain improved significantly. At the time of this office visit, the patient was complaining of significant swelling of her legs. In addition, there was significant blister formation. This was possibly related to complex regional pain syndrome. The patient was also complaining of sharp pain in her lower back, which had not occurred before. The patient¿s sweating did appear to have stopped. The patient was also having balance issues. She was also having a lot of lymphedema and appeared to be having some ulcers. The patient also had some issues with her back pain, which continued to be a problem. The patient slept a lot and gained weight. It was noted that, upon musculoskeletal assessment, the patient had moderate antalgic gait with assistance in gait/transportation, as the patient used a walker. The patient also had moderate midline tenderness at l4 and l5 and moderate tenderness off midline bilaterally in a symmetrical distribution in the paraspinous muscles at l4 and l5. The patient had a significant amount of bilateral pedal edema. The patient¿s healthcare provider (hcp) suggested that the patient use compression stockings. The patient was also prescribed physical therapy for the patient¿s lower back pain, which was to be done 2 times per week for 8 weeks. The hcp also suggested that the patient be evaluated for her balance issues. At the time of this report, the patient had recovered without permanent impairment. The device system was used to deliver dilaudid, bupivacaine, clonidine, and prialt.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2014, information was received indicating the patient was hallucinating for the last couple of days (saturday and sunday) so they were reducing the patient¿s pain medication. On monday and tuesday the patient¿s husband was cleaning the patient¿s wounds and they were very tired. Their healthcare provider (hcp) cut down the medication in the pump by 15% on (B)(6) 2014 and the patient was not happy. That made her anxiety go higher. They had much pain in the joints, and they had extreme pain. The medication infused was prialt.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).